Event description:
Device 1 of 3. Reference MFR. Report #1627487-2013-23238, 23239. It was reported the patient lost stimulation. Diagnostic testing revealed invalid impedance reading on both leads. The leads were explanted and replaced. Also, the ipg was explanted and replaced due to physician discretion.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.